Event description:
It was reported that the lead was capped and replaced due to a capture anomaly.

Event description:
Further information received indicated that a loss of capture was observed when patient presented in-clinic for follow-up. It was noted that the patient was non-compliant with his follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.